Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and fentanyl. It was reported that, for the last week, it was taking the patient a long time to connect to their pump. The patient wanted to know if patient services could help speed up their handset. The patient stated that data was filled up and slow. The patient stated that they got 5 boluses a day. Patient services assisted the patient with clearing data on the handset and provided instruction on clearing the data. Troubleshooting steps taken on the call resolved the issue.